Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 600cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. White and brown material was observed on the shell surface. Upon initial inspection, creases were observed affecting both aspects of the implant. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were observed. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The device history record ( DHR) of lot number 5787178 reviewed on 7/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).